Manufacturer narrative:
Evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: a visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. Many wrinkles were detected on the balloon. The visual inspection did not report any other issue on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device from the tip to the luer. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon was showing wrinkles and a little change in profile at 74mm from the tip. - 2 bar: only few wrinkles were still visible on the balloon and the change in profile decreased. - 7 bar: no more wrinkles were visible on the balloon. A twist on the guidewire lumen was detected. - 14 bar: the twist on the guidewire lumen was clearly visible.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use an inpact pacific drug eluting balloon for treatment of stenosis of the right main iliac artery and external iliac artery common. The lesion was pre dilated with 6mm x 200mm balloon size inflated to 12atm. While using the inpact pacific balloon, the balloon was not inflated in the mid part of the balloon under high pressure and without lesion. The lesion was little calcified with 60% stenosis, lesion size 4cm and vessel was non-tortuous. There was no injury to patient or clinical sequelae reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.